Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer was hospitalized due to high blood glucose. Mother stated his electrolytes were really bad and dehydrated, but did not have diabetic ketoacidosis. Customer's mother stated the customer had a stretch of four days without using insulin pump and checking his blood glucose, this caused him to go high. Customer was not wearing pump during hospitalization. Paramedics were contacted; blood glucose reading at this time was 300-400mg/dl. The blood glucose reading was unknown. Nothing further reported.